Manufacturer narrative:
(B)(4). Concomitant medical products - unknown head, unknown stem. This investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient was revised due to wear approximately nineteen years postimplantation. The cup and liner were removed and replaced. No complications or delays to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint was not confirmed or device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.